Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A vibratory alert was received by the patient due to a charge time-out on the device. During follow-up, the charge time was again tested and was within a normal range. The physician elected not to take any action. The patient's condition is stable and will continue to be monitored.